Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported cerebrovascular accident, (stroke or other neurological complications), embolism and weakness are known adverse events as listed in the emboshield nav6 instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that one day post right interal carotid artery stenting procedure with xact stent, the patient experienced lower extremity weakness which was diagnosed as a stroke. MRI results show numerous punctate acute infarcts involving multiple vascular descriptions bilaterally suggesting possible embolic etiology, which the physician feels occurred during the procedure. Treatment included continuation of aspirin and plavix. The patient's condition is continuing but improved. The patient was discharged to a rehabilitation facility two days after the procedure. Though requested, there was no additional information provided.